Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model#: sc-4318, lot#: 19078234 description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients ipg was would not charge and was non-functional. The patient underwent an explant procedure.